Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was able to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to blood glucose (bg) level of 650-700 mg/dl range. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.